Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that the laser does not appear to be treating the treatment that was entered. The patient's cylinder returned and was noted approximately six months post-operatively. There are multi reports for this facility. This report addresses the patient's mb's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment showed no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps. The user performed a gas change and skipped the scanner test and performed the needed energy, eyetracker and fluence test without any issue. The energy was stable during treatments. The treatment was performed successfully without any error or problems. All of the other treatments on that day were finished successfully without any problems. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).